Event description:
This report is to advise of a fluid leak that was noted during analysis.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath and dilator were received for evaluation. During functional testing, fluid leaked from the handle. The handle was opened; both pull wire windows had been torn and the shaft tubing had overlapped at the pull wire window tears, consistent with the reported occlusion. Agilis nxt steerable introducer instructions for use (IFU) states, ¿do not use the introducer without a catheter or dilator supporting the lumen.¿ the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event is consistent with not following the instructions for use.